Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with other empirical evidence. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified. The presence of an slda as described in the complaint event was confirmed through available information. Potential contributing factors to the sldas are patient factors (aorta hugger, septum anatomy) based on information provided.

Event description:
Edwards received notification of a pascal in mitral position where the patient was admitted to the hospital with symptoms and when they performed a tte, the patient had an slda. The slda happened 5 days later after the patient was discharged. They came into the ER complaining of shortness of breath and the patient had covid. They did a tte, and the patient had an slda. They did one the day after the procedure and the device was still stable, so it happened after she was discharged. There was no interaction with the device. No complications with imaging however there was an aorta hugger which did not help us. We were not able to correct it because the septum was so floppy. After deployment, the device had a lot of motion to it. The grade of the mr prior to procedure was 4+ and post deployment was 1+. The mr reduction was so good the physician did not want to put a second one in. We did talk to him about it due the excessive motion of the initial implant, but he declined. A few days later a reintervention was performed since the mr was back to severe. A second device was put in to stabilize the first and the result went from 4+ to 2+.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.